Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11311r56, implanted: (B)(6) 2002, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with compounded baclofen 4000 mcg/ml (100 mcg/day), bupivacaine 8000 mcg/ml (2100 mcg/day) and morphine 8000 mcg/ml (2100 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number, medical history, and concomitant medications were unknown. The pump's indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. The patient has had a fever of unknown origin and was hospitalized since (B)(6) 2015 and the hcp was concerned the patient was having a baclofen overdose (start date of symptoms was unknown). No one at the hospital had knowledge of the pump or therapy and the pump system had not been evaluated since hospitalization. The last time the pump was checked was on (B)(6) 2015 and all was normal. No interventions or diagnostics were mentioned. The hcp would like a local representative to check the pump status. Additional information regarding the lot number of the baclofen, dates of drug therapy for each medication in the pump, concomitant medications, pertinent medical history, onset of fever of unknown origin, onset of possible overdose, diagnostics performed, actions/interventions taken, cause of the fever and overdose, and resolution of the fever and overdose has been requested. If additional information is received, a follow-up report will be sent.